Event description:
A piece of the laparovue cleaner (one of the cleaner tips) fell off of the cleaner wand. The surgeon was able to retrieve the piece from the patient. The entire laparovue system was removed from use and a new unit was obtained.